Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found deformation and discoloration on charged coupler device (ccd) cover, switch button cover, and coupler. Based on the appearance of the device, there is a suspicion of incorrect or insufficient reprocessing of the device. The device is equipped with a non-olympus cable. The focus ring rotation is stiff. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
It was reported that there was an issue with the device. The user did not know what was wrong with it. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.